Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m had air in line and was leaking. The following information was provided by the initial reporter: event 2 material no: 10015102 batch no: 20066819 it was reported that rn attempted to get rid of air in line and noticed tpn leaking out of line below drip chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/19/2020 h.6. Investigation: one sample was received for quality investigation. The customers complaint of air-in-line could not be verified due to the condition the sample was received in. The customers complaint of leakage was verified based on visual inspection of the sample being separated below the drip chamber. The air-in-line complaint may have been the result of a hole or tear in the tubing that eventually caused the leakage and ultimate separation of the tubing. A device history record review for model 10015012 lot number 20066819 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issues of this complaint is identified as an incorrect assembly method of the set being coiled and pouched prior to the solvent fully drying. The kinking cause by this failure caused the initial air-in-line seen in the tubing and subsequent leakage of fluids and eventual separation of the tubing. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m had air in line and was leaking. The following information was provided by the initial reporter: event 2 material no: 10015102, batch no: 20066819. It was reported that rn attempted to get rid of air in line and noticed tpn leaking out of line below drip chamber.